Manufacturer narrative:
The device was received with detached and missing end cap. Unable to perform self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to detached and missing end cap. The device was received with no button response due to unlocked lcd keypad connector. The device was received with partially broken reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced button error alarm and damage on the insulin pump. The customer's blood glucose value was 300 mg/dl. The customer treated with the pump. The customer stated that there are wires hanging out from the bottom of the pump. The customer stated that the up arrow is not working. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.